Event description:
Per the clinic, the patient experienced an ear infection (type not reported). The patient was treated with anitbiotic medications (type not reported) which did not alleviate the problem. The device was explanted (B)(6) 2010, and the patient was reimplanted with a new device in the contralateral ear during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).this report is filed (B)(6), 2011.